Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6)2023. During the procedure, the rest bands could not be deployed after one band was deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): the second affiliated hospital of (B)(6) university block e1 (initial reporter city): (B)(6) and dong autonomous prefecture block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle and ligator housing), and a visual evaluation noted that the ligator head returned with three bands attached, and some of them were moved and overlapped, and a band was broken. The suture was tangled with the tripwire, possibly at the time of removing the device. The handle slot had the trip wire inserted. The device was observed under magnification, and the ligator housing teeth were bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped, one band was broken, and the ligator head teeth were bent/damaged. These suggest that the device could not deploy. The bent teeth suggests that an excess of tension could have been applied when trying to make the deployment of the bands. This situation moved the bands from their place as if twisting them even causing the rupture of one band, which clearly indicates inability of the device to deploy the bands. It is possible that the functionality of the device has been affected in some way; perhaps an excess of force, manipulation, the technique used, or the patient's anatomical conditions could have contributed to the reported event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
(B)(6). Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, the rest bands could not be deployed after one band was deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.